Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead defibrillation lead and the patient's cardiac resynchronization therapy defibrillator (crt-d), ineffective rv pacing was observed. This lead was tested using the pacing system analyzer (psa), as well as when placed in the old device. The physician suspected a device issue; therefore, a new device was implanted with this same lead without further noted issue. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.